Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented for a follow up visit, lead dislodgement issue was observed on the lv lead. Lead was capped on (B)(6) 2018 and a new lead was implanted on (B)(6) 2018. Patient was stable prior, during and post procedure.

Event description:
New information received states that a new lead was implanted on (B)(6) 2018.